Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: "3 months old girl is taken to surgery for aortic arch correction surgery, she canalized arterial arrow catheter right brachial on (B)(6) 2019. On the night shift, bleeding is observed at the insertion site, when the catheter is checked, a broken catheter is seen with the movement of the baby, the catheter is bent, fractured and broken".

Manufacturer narrative:
(B)(4). Additional information requested regarding this event. No additional information received at the time of this report.

Event description:
Complaint description: "(B)(6) old girl is taken to surgery for aortic arch correction surgery, she canalized arterial arrow catheter right brachial on (B)(6) 2019. On the night shift, bleeding is observed at the insertion site, when the catheter is checked, a broken catheter is seen with the movement of the baby, the catheter is bent, fractured and broken".